Event description:
It was reported that resistance was felt as the sds was backloaded and advanced over a guide wire. As the stent delivery system was being withdrawn from the guide wire, the catheter tip separated from the device while it was still outside of the pt. The tip was easily identified and removed from the guide wire by the physician.